Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the strip conveyor system (scs) and the strip provider module (spm) were misaligned. The fse realigned the spm and the scs, which repaired the failing controls. (B)(4).

Event description:
The customer reported the ichem velocity instrument was failing bilirubinn on ca controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.